Event description:
It was reported that the atrial lead exhibited high thresholds and low sensing. CT scan showed that the lead had perforated the atrium and had migrated through the myocardium. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.